Event description:
The spouse of the home pt (hp) reported that the hp suspected that they have been overfilled with fluid using the homechoice cycler for apd therapy on 2 occasions. The hp's spouse reported that after receiving the programmed fill volume of 1000mls, the hp felt abdominal fullness and shortness of breath during dwell one night, and twelve days later. On both occasions, the hp contacted baxter's operational support for assistance and placed the device into a manual drain, removing 1050mls on the first occasion and 1078mls on the second occasion. According to the hp's spouse and the hp's healthcare professional, there was no sustaining pt injury or medical intervention as a result of these incidents.